Event description:
The customer reported that the differential mixing chamber on the lh500 instrument was spinning and vibrating continuously. There was no reported leak. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse noted that the differential mixing motor needed to be replaced. He resolved the issue by ordering and installing a functional mixing motor. (B)(4).